Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00433 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. The type of software issue reported would likely interrupt the device, provide an error code, and or render it unusable until the device can be rebooted, or troubleshooting restores its function. This would not lead to a clinically significant event.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.